Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical technician reported that the bulb was out. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4). The system was examined and the reported event was confirmed. The lamp was replaced as it surpassed its life expectancy. The illuminator was also replaced at the same time. Both were returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2011. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator and lamp was received for evaluation. However, these samples were not related to the original reported event and therefore were not evaluated. The customer reported that the bulb was out in their system. The company representative examined the system and found the system was displaying system message (sm) 5104. The company representative replaced the lamp to address the sm then tested the system and found it to meet specifications. This sm is only an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).